Manufacturer narrative:
The user facility stated an employee was disposing of expired s40 steriliant in their system 1e processor. After the cycle completed she realized a small amount of liquid remained in the cup and contacted her fingers which then started to burn. The employee was evaluated at the user facility's ER and found to be fine, the employee subsequently returned to work. No instruments were being processed at the time of the event and no procedures were affected as a result. A steris technician spoke with user facility personnel and identified the employee subject of the reported event was not wearing proper ppe at the time of the event. The system 1e operator manual states on page 3-4, "to dispose of partially filled, leaking, damaged, or expired sterilant containers, put on appropriate personal protective equipment (chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures). Wear protective attire for the entire procedure." The system 1e operator manual also states the proper practices and procedures to dispose of expired steriliant on page 3-4 and 3-5. The technician inspected the system 1e processor subject of the reported event and confirmed it to be operating according to specification. A steris account manager contacted the supervisor at the user facility, who stated the employee subject of the reported event was counseled on the importance of proper ppe when handling s40 steriliant. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn after s40 steriliant contacted her fingers. Medical treatment was sought but not administered.